Event description:
It was reported that during an implant procedure, this right atrial (ra) lead exhibited loss of capture (loc). It was noted that the ra lead sensing measurements were normal. It was also noted that the patient is not atrial pacing dependent. The physician opted to leave the ra lead implanted and reprogrammed the device settings. At this time, the ra lead remains in service. No adverse patient effects were reported.